Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a lost sensor alert, and when they removed their sensor the cannula was missing. The patient's blood glucose at the time of incident is unknown. The customer was advised that an x-ray will be able to detect the cannula if it were still in his body. The sensor will be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found sensor broken with missing parts. Unable to confirm that the cust received the sensor damaged due to the product being returned opened/used.